Manufacturer narrative:
This is a supplemental report filing as the complaint device was returned for evaluation. Both surgical tube sets were returned to conmed for evaluation. Visual inspection performed by the packaging engineer verified the report of "insufficient heatseal". The pouches were noted to be open and have no visible adhesive transfer. The devices were not placed in the seal area of the pouches, however, it was close enough to effect the ability of the machine to create a seal. It was concluded that the devices were not caught in the seal area due to no apparent adhesive transfer on the tubing or connectors. These open pouches resulted in a sterile breach. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. A two-year review of complaint history revealed a total of (B)(6) similar complaints involving 96 devices for this device. In that same timeframe, (B)(4) units have been manufactured and shipped worldwide, making the rate of occurrence of this failure 0.0007 percent. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. To date there have been no reported long term adverse effects related to this issue. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This complaint will continue to be monitored through the complaint system.

Manufacturer narrative:
The reported (B)(4)- surgical tubing sets are expected to be returned to conmed corporation for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and complaint investigation.

Event description:
The distributor in (B)(6) reported that during inspection of incoming products, two surgical tube sets were discovered with "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. This report is raise as a product malfunction with potential for patient injury.